Event description:
It was reported the patient had uncomfortable paresthesia. Since last fu, every morning about 30 min. Uncomfortable paresthesia, subjectively felt in left calf. Symptoms started at 8:00 am. And patient got used to it in 30 min., during the rest of the day asymptomatic. It was further reported there was similar problem but with lower frequency (not every morning). The relatedness to the ins system was specified as related to the ¿ins device programming/stimulation.¿ ins device reprogramming: pacing output adjusted on (B)(6) 2012. Event is unresolved, further actions or treatment planned; would be checked at next follow up. It was later reported that the subject requested withdrawal from the (B)(4). The ins was subjectively not helpful and the patient also complained about unpleasant paresthesia during ins pacing which was not manageable by change of programming. The subject was reportedly exited from the (B)(4) on (B)(6) 2013. Additional information received reported that from the study data there was no indication that there was a malfunction or product issue. It was noted that it did not appear that the system was explanted at the time of the study exit.

Manufacturer narrative:
Concomitant product: product ID 3877-45, lot# 0205506751, product type lead. (B)(4).